Event description:
Pt called the day after the event alleging that one touch profile meter was giving inaccurate readings and was treated by ems for low blood glucose. Pt has had diabetes for 56 yrs. Pt only takes insulin if blood glucose is over 200mg/dl". The day before the event at around 10:30pm pt tested self before going to bed and got a reading of 149mg/dl. Since it was not over 200, "he though that the reading was normal and went to bed." Pt did not have any symptoms at that time. At around 2:00am pt's spouse could not wake pt up. Spouse called their family who told spouse to call 911. The emt tested pt on their meter with a result of 59mg/dl. Pt was given IV glucose and then pt "came out of it". Paramedics did not test pt on pt's meter. Pt's spouse was unaware of the 80mg/dl reading that was documented. That day pt still tested on the same meter, "but did not trust the readings". The next day pt called and a replacement meter was sent.